Event description:
A physician reports the patient was injected with zyderm and zyplast collagen during the same treatment in the nasolabial folds seven years ago in (B) (6). A year after treatment, the patient observed a visible raised soft flat band 1mm high by 5-7mm in length at the treatment site. There is no discoloration or induration at the affected site and the area is not palpable. Hyaluronic acid dermal fillers have been used to even out the area, but were later removed using hyaluronidase. The patient has had laser resurfacing without improvement. The patient has no allergies. Medwatch # 2024601-2010-00233 is for the zyderm event and this report is for the zyplast event as the patient was treated with both products during the same treatment.

Manufacturer narrative:
(B) (4).